Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance several times due to low blood glucose, with unknown blood glucose levels at the time of the incidents. The customer also mentioned pump physical damage. The customer disconnected the call and did not provide further information. Troubleshooting was not completed. Customer also called for pump upload assistance. The insulin pump will not be returned for analysis.